Event description:
It was reported that there was unstable, varying right ventricular (rv) lead impedance. Trend data also indicated that there was low rv impedance, and the patient alert triggered for high rv impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Performance data was collected from the device and revealed that there was high resistance/impedance, 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:11. The weekly pace lead impedance trend data shows max ventricular pace bi impedance= 1539 ohm on (B)(6) 2011 03:00:11, then decreasing to a baseline of 361 ohms on (B)(6) 2012.